Event description:
The customer originally returned their olympus rhino-laryngo videoscope due to an air/water leak noted from the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the curved rubber section on the distal end had detached. This report is being submitted to capture the detached curved rubber section noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, the device evaluation revealed the detachment of the curved rubber section. It also confirmed the user's report as water tightness had been compromised. The insertion tube was dirty. Scratches were present on the operation part, switch box, grip, video connector and universal cord. The universal cord was also found difficult to remove. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress or user handling caused the bending section rubber to separate. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "gently hold the vicinity of the distal end and a point 10 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose." Olympus will continue to monitor field performance for this device.

Event description:
Additional details regarding the event were received where the defect was noted at the time of inspection before use and the procedure was diagnostic.